Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated threshold measurements, low sensing measurements and pacing impedance measurements greater than 2000 ohms. Lead disodgement was suspected; however, fluoroscopy did not confirm the lead had dislodged. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.